Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion occurred during use e of a large volume folfusor. Approximately 30% of the solution remained in the device. The device was filled with 8000mg of flucloxacillin in 230ml of 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: change d4 lot # to 20k030 (remove 20k028 incorrectly reported on initial). Additional information was added to d9, h3, h4 and h6. H10: the device was received containing 182 ml of residual fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.